Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a marginal circumflex left coronary artery. The 3.0x30 mm trek rx balloon dilation catheter (bdc) was used for pre-dilatation. The balloon was inflated to 12 atmospheres. Negative pressure was held for 20 seconds and the balloon would not totally deflate and it could not be pulled into the guiding catheter. Several attempts were made with neutral position, but the balloon failed to refold and contrast was still visible in the balloon. Finally, the balloon and the guiding catheter were withdrawn together. A guiding catheter was reinserted and the procedure was completed with a xience stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The deflation issue and difficulty to remove were confirmed. The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: although the inability to fully deflate the balloon cannot be confirmed via the provided images, the sequence and the partially inflated returned balloon catheter do support the reported incident. No images showing a partially inflated balloon going through the proximal artery are seen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however the difficulty to remove the device from the guiding catheter appears to be related to circumstances of the procedure.